Event description:
Reportedly, after firing, the staples stayed wide and loose in the anastomosis. There was no injury to the pt. The anastomosis was hand sutured and the surgical time was extended by about 30 minutes. Procedure: colectomy.

Manufacturer narrative:
.